Manufacturer narrative:
Pump alarmed pump error 68, pump error 49, and pump error 23 alarms during testing. The pump passed the displacement test, active current test. The pump failed the sleep current test. The pump failed the self test due to appearance of pump error 75. Test p-cap locked properly into the reservoir compartment. Successfully downloaded pump history files and traces using thump software. The power management tool confirmed pump error 25 was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to j6 connector not plugged in properly. Pump alarmed pump error 25 alarms on the event date of 12/23/2024 at 04:00:00.000 to 11:33:00.000. Pump alarmed pump error 75 alarms on the event date of 12/23/2024 at 00:36:40.000 to 16:05:16.000. Pump alarmed several pump error 68 alarms on the event date of 12/23/2024 at 00:27:03.000 to 15:05:10.000. Pump alarmed several pump error 49 alarms on the event date of 12/23/2024 at 00:27:03.000 to 15:05:29.000. Pump alarmed pump error 23 alarms on the event date of 12/23/2024 at 00:27:47.000 to 15:05:45.000. Pump alarmed a pump error 53 alarm (file #: 23, line #: 3078, esf #: n/a) on the event date of 12/23/2024 at 06:44:21.000 due to a possible hardware failure. Pump was cut open to perform visual inspection and found a misconnected j6 connector on pcba 1. The following were also noted during visual inspection: scratched case, pillowing keypad overlay, and label damage. Pump error 68, pump error 49, and pump error 23 were confirmed during testing due to j6 connector not plugged in properly. Pump error 75 was confirmed during testing due to the j6 connector not plugged in properly. Pump error 25 was confirmed due to j6 connector not plugged in properly. High sleep current test was confirmed during testing due to j6 connector not plugged in properly. Pump error 53 was confirmed in the pump history files and traces due to j6 connector not plugged in properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 25(this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running), pump error 68(trace pointers are invalid), pump error 49(history pointers failed. The history pointers are corrupted), pump error 23(post-reset ram crc alarm), damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer response was the device will be returned.